Event description:
It was reported that the customer received no delivery alarms. The insulin pump had two cracks on the reservoir compartment and one on the left side of the esc button. She was hospitalized on (B)(6) 2014 for her high blood glucose level. Her blood glucose level was 196 mg/dl. The customer's blood glucose level was treated with syringes. The customer had issues with bent cannulas. The customer was wearing her insulin pump at the time of the emergency room visit. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No unexpected no delivery alarm noted. Unit had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, and cracked case at display window corner.